Event description:
It was reported that the customer received a button error alarm. It was also reported that the keypad is not responding and the insulin pump has a blank display. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The act button did not respond due to corroded keypad trace. No moisture damage on the electronic assembly noted. The device was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.